Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap. Ileocecal resection. According to the reporter: upon closing the incision, the surgeon found a part of the seal was broken. The surgeon believes a clip applier was caught in the seal part upon insertion and that caused the break. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.